Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed sodium (na) result on an emergency room (ER) patient sample on a dimension exl with lm integrated chemistry system. Siemens remotely assisted the customer, and they replaced chip, x tubing, x spacer, pressure bar and all consumables. Next, the customer found krytox on one of the pogo pins and salt build up on the tower nipple. The customer cleaned the tower and checked for freedom of movement on the pump head which was working as expected. Further, the customer observed some of the green plastic on the old chip appears to be stuck to one of the tower nipples and small leak on the right nipple of the clot detect board. The customer tightened it. Siemens is evaluating the event.

Event description:
The customer reported that erroneously depressed sodium (na) result was obtained on an emergency room (ER) patient sample on the dimension exl with lm integrated chemistry system s/n: (B)(6). The initial result was reported to the physician(s) and was questioned. The same sample was repeated on the original dimension exl with lm integrated chemistry system. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to erroneously depressed sodium (na) result.

Manufacturer narrative:
Initial MDR 2517506-2026-00015 was filed on 30-jan-2026. Additional information (26-feb-2026): siemens reviewed instrument data and observed errors. Quality control results, liquid values of standard a and standard b, calibration, and dilution check correction factor were acceptable on the day of the event. A customer service engineer (cse) visited the customer's site. During the visit, the cse observed inconsistent air slug results and replaced integrated multisensor technology (imt) sensor. Siemens further evaluated the event and determined that improper air slug reads potentially contributed to the erroneously depressed sodium (na) result. The system is performing within specifications. No further evaluation is required. The section h6 was updated to reflect the additional information. Corrected data: section h11: siemens evaluated the event and determined that the service actions mentioned in the initial MDR were performed prior the event.